Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2017 with the following findings: there are no call service 088 alarms in the pump histories. There is no data in the pump histories from time of the reported alarm due to continued use. The pump was exercised for 24 hours with no alarms occurring. The complaint of call service 088 alarms could not be confirmed or duplicated.